Event description:
The customer complained of an issue with their coaguchek xs meter serial number (B)(4) that may impact the interpretation of their results. The customer stated that when powering on the meter there were missing segments noted. The customer performed a display check and there were missing segments in the results area of the display. The customer stated that the meter has not been used since they noticed the missing segments. There was no allegation of erroneous results or an adverse event. There was no information provided to reasonably suggest that there was any actual misinterpretation of results. The meter was requested to be returned for investigation.

Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer. There was no malfunction of the device.